Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Customer reported - "on attempting to prime giving set using bodyguard pump, pump repeatedly alarming 'down occlusion indicating that there is blockage, kink of clamp to line below entry at pump. All troubleshooting failed, unable to proceed with this giving set. Replaced with another giving set. Likely faulty, does not appear damaged to the eye. Batch 13181495 expiry 26/01/15. Bd bodyguard microset ref (B)(4) 1.2 micron filter. Estimated 5/6mls lost." Customer confirmed that the issue was resolved when a different set was used and that no patient harm occured.

Manufacturer narrative:
Follow up MDR for device evaluation. A 120-112sdfvk sample was not available for investigation; however, the customer indicated that the product was from lot 13181495. The feedback provided by the customer states that, "on attempting to prime giving set using bodyguard pump, pump repeatedly alarming 'down occlusion indicating that there is blockage, kink of clamp to line below entry at pump." No additional information was provided to assist the investigation. The details of this feedback were forwarded to the manufacturing site, caesarea medical electronics ltd, for investigation. A review of the production records for lot 13181495 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the product 120-112sdfvk over the past 12 months.

Event description:
No additional information.